Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported the new implantable neurostimulator (ins) had peripherally placed leads. The rep reseated the lead in the ins header block and had a "variety of issues" related to intra-operative impedance. The rep. Increased the electrode impedance check to 1.5 volts and half their contacts showed greater than 20,000 ohms. The rep then pulled out the leads, wiped them down, and ran the test again at 1.5 volts after confirming via fluoro the leads were seated properly. When electrode 0 was compared against all other contacts 8-15 was between 900-1,500 ohms and 0-7 were all greater than 20,000 ohms except contact 5. The rep. Increased the amplitude to 3.0 volts and performed another impedance check and compared contact 10 against all other contacts and it showed 8-15 were still good, 0 and 5 were good, but 0-7 still seemed to have higher impedances across the board. It was noted an injex anchor was placed over the "bottom" two contacts on one of the leads which the rep assumed to be the 0-7 lead because they noted that the 6 and 7 contacts when tested against 0 at 3.0 volts showed greater than 40,000 ohms. The rep. Then abruptly ended the call stating the doctor had the amount of contact they needed, and would be closing up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.